Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was over 500 mg/dl. During the phone call, the customer began to feel ill, so paramedics were called to assist her. When the paramedics arrived to the scene, they advised that they were going to take the customer to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.